Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: basal deliveries were resumed. At 00:46 on 7/2/2016 the time was manually advanced to 23:48. Basal deliveries continued until pump alarm ¿auto off ¿ at 13:30 on 7/3/2016. A manual date change was set to (B)(6) 2016 but the time remained 00:00. A rewind, load , and prime operation was recorded at 00:15 on (B)(6) 2016. The black box confirmed an unexplained lop ¿loss of prime ¿ warning on (B)(6) 2016 at 01:32. After the lop a por (power on reset) was recoded with a default time and date of midnight 00:00 (B)(6) 2008 . Investigation confirmed the pump was unable to hold the time and date after the aa battery was removed for 1 hour pump was found to have a defective bt1 component. Total basal delivers for (B)(6) 2016 appear to be inaccurate due to the manual date and time changes. The pump was set to a 2.0u per hour basal rate and was tested for delivery accuracy and passed. The users time set in the black box on (B)(6) 2016 indicates the pump time and date reset to default after the por event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient's blood glucose (bg) was 428mg/dl with extreme thirst and large ketones. The 911 protocol was initiated and the patient was taken to the emergency room (ER) and treated with IV fluids and insulin IV injection. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. Troubleshooting also revealed that the basal delivery totals in tdd do not match, variation due to known cause alarm, prime menu accessed and bolus totals do not match (>5% different). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.